Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on may 02, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced infection and pain at the abutment site. Revision surgery is planned; however, this has not occurred as of the date of this report, may 02, 2017.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to excise skin at the implant site. The implanted device remains insitu. This report is submitted june 6, 2017.